Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the cartridge was reloaded to address the issue and insulin delivery was resumed. Customer's blood glucose was 107 mg/dl.